Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had bruising and bleeding from her incision site on the left side of her neck and the bruising seems to be spreading. The np noted that the patient could have a hematoma that might need to be drained and should go to the ER. No additional relevant information has been received to date.

Event description:
Surgical site swelling and bruising was noted to be definitely related to implant procedure, and moderate in severity.